Event description:
It was reported that a core wire detachment and embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The wds was inserted and deployed into the laa. During the fourth attempt at deployment the closure device accidentally released from the core wire. The closure device was sitting proximal and was at risk for embolizing further. Device retrieval was attempted through the multiflex sheath and using a non-bsc grasping device (raptor). The device was retrieved but embolized again into the left ventricle outflow tract (lvot). The device sat there for fifteen (15) minutes before embolizing again to descending aorta. Using a micra sheath and raptor the device was successfully retrieved from the body. The patient was sent to the intensive care unit (ICU) for observation and was discharged the next day.

Event description:
It was reported that a core wire detachment and embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The wds was inserted and deployed into the laa. During the fourth attempt at deployment the closure device accidentally released from the core wire. The closure device was sitting proximal and was at risk for embolizing further. Device retrieval was attempted through the multiflex sheath and using a non-bsc grasping device (raptor). The device was retrieved but embolized again into the left ventricle outflow tract (lvot). The device sat there for fifteen (15) minutes before embolizing again to descending aorta. Using a micra sheath and raptor the device was successfully retrieved from the body. The patient was sent to the intensive care unit (ICU) for observation and was discharged the next day.

Manufacturer narrative:
H6: device code added media evaluated by bsc medical safety or bsc quality engineer: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report concluded: 10 still images and 18 short video loops were submitted for review. The imaging showed an anterior chicken wing anatomy with prominent pectinates. The device was deployed several times, but the premature detachment is not shown in the media provided. The released device was in a very proximal position with most of the device outside of the laa. The rest of the media showed the retrieval maneuvers and that the device embolized first into the la and then embolized further to the lvot. There was multiple still images and video loops showing the retrieved device (damaged due to pulling it out) and the core wire on the preparation table. In conclusion, the media confirmed a significantly proximal position of the released device but does not show the moment of premature release. It further confirmed percutaneous retrieval and embolization of the device to la and lvot. Device evaluated by MFR.: a watchman flx pro delivery system with the implant detached, and the non-bsc snaring device was also returned for device analysis. Microscope inspection found tip damage as the tri-cuts were flared, and there were abrasions within the sheath tip. The implant had fabric and frame damage. Device functionality was carried out by re-attaching the implant to the core wire. The implant screwed onto the core wire tip easily, and without resistance. There were no tactile difficulties threading or unthreading the implant to its limit and the act of threading and unthreading the implant was smooth throughout the thread mesh. Tensile force was applied to the implant, and the threads provided secure attachment between the core wire and the implant as evidenced through loads high enough to alter the shape of the implant. The implant released from the core wire after five full rotations. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.